Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: complaint evaluation / complaint history check for the event(s) that occurred. Unable to perform complaint lot history check for needle hub separates due to unknown lot number. Unable to perform DHR check for needle hub separates due to unknown lot number. Customer returned photos of a 3/10cc syringe. Customer states that the hub separates. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Root cause description: a visual evaluation of photo found (1) syringe with a gap between the needle assembly and the barrel. The needle assembly was still attached to the syringe. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that the bd ultra-fine insulin syringe hub separated prior to use. The following information was provided by the initial reporter, translated from (B)(6) to english: verbatim: ¿customer reported about hub separates.¿